Manufacturer narrative:
A review of the manufacture records did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
Left sfa was being treated with a stent. Contralateral access was used with a 6f 45cm terumo up and over. After deploying two stents in the sfa, a 6x200 evercross was used to post dilate the stents. Two inflations were completed. Upon removal of device the balloon catheter separated at the proximal marker point leaving the remainder of catheter on the .035 angled glide wire and in the sfa. A snare was used to remove the piece of catheter and wire together. Evaluation of the returned device on august 18, 2015 found the evercross catheter was received in two separate pieces and did not include all of the balloon chamber material.

Manufacturer narrative:
Two cine images were received august 27, 2015. The images received showed the inflated dilatation catheter within a long stent, however, neither image received captured the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.